Manufacturer narrative:
Insulin pump received with no button response due to unlocked connector on lcd board. No ramping numbers on their own or scrolling bar moving anomaly noted. Unable to perform rewind and basic occlusion, occlusion, prime, excessive no delivery and displacement test due to no button response. Insulin pump received with scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call that the insulin pump was broken and the buttons were unresponsive. Father stated that the customer's blood glucose readings were in the 200 mg/dl range. Father stated that her blood glucose readings were high at night because of the issue with buttons. Customer was advised to revert to a back up plan and the insulin pump is being replaced.